Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. The manufacturer will submit a follow-up report upon receipt of the device and/or availability of further details on the event.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. The following provides a summary of all information currently available to the manufacturer. On (B)(6) 2026, in an avr procedure for aortic stenosis disease, the surgeon tried to implant a perceval plus. After intraoperative sizing,a size small was chosen. The sutureless valve was implanted as per guidelines. The valve coaptation was properly assessed before the closure of the aorta. However, during the echo assessment and after closure of the aorta it was seen that one of the leaflets was not coapting properly and mild pvl and central leak were visible in echo. The surgeon decided to explant the valve and replace it with a conventional biological valve available, i.e. Resilia.